Manufacturer narrative:
Novocure medical opinion is that contribution of the transducer arrays to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During review of an available patient medical record received by novocure on (B)(6) 2026, it was discovered during a neuro-oncology follow up visit on (B)(6) 2026, the patient experienced scalp irritation and consulted a dermatologist on (B)(6) 2026. The patient was prescribed a 10-day course of cephalexin and discontinued clindamycin and clobetasol, due to a burning sensation on his scalp. The patient reportedly continued using ketoconazole shampoo and mupirocin ointment. During the (B)(6) 2026 follow-up appointment, the scalp irritation and pruritus were reported as resolved. Attempts were made to contact the prescribing physician; however, no reply was received to date.